Manufacturer narrative:
A product development investigation was performed for the subject device (depth gauge for 2.0mm and 2.4mm screws, part number 319.006, lot number 6222871). The subject device was returned with the complaint condition stating that the device have a broken tip/needle, and it is confirmed since the device was received in multiple pieces. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was not returned. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. The exact cause of the complaint condition cannot be determined. But the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during storage. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. Drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part # 319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non conformance report (ncr) was generated during production, but upon review at customer quality (cq) with consultation from sustaining engineering subject matter expert (sme), the bending strength of an external thread element would be a function of the size of the minor diameter, not the major diameter since the minor diameter represents the worst case cross section in terms of bending strength. Therefore this ncr is not relevant to the complaint condition. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: there was no patient involvement. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No service history review can be performed as part number 319.006 with lot number(s) 6222871 is a lot/batch controlled item. The manufacture date of this item is 15-sep-2009. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. DHR review for part# 319.006 lot# 6222871. Release to warehouse date: september 15, 2009. Manufactured by synthes (B)(4). Ncr u(B)(4) was written for various lot numbers including 6222871 for part:319.006 from stock hold (B)(4) for subcomponent major diameter being undersized. This ncr for undersized major thread diameter is not relevant to this complaint for tip breaking because the bending strength of an external thread element would be a function of the size of the minor diameter, not the major diameter since the minor diameter represents the worst case cross section in terms of bending strength. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair department documented that the silver part on the depth gauge broke off and is missing. The issue was discovered after cleaning in sterilization department. No patient and case involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Service and repair evaluation shows, the customer reported the silver part of the depth gauge broke off. The repair technician reported the depth gauge was broken. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.